Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. The customer stated that they were able to successfully clear the alarm. The customer also reported they had experienced high blood glucose level. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.